Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a 8.5 fr varipulse catheter and the patient experienced heart failure that required hospitalization. The patient was fine during the procedure but "they had a hard time waking them up". The patient was in recovery when their blood pressure dropped. A transthoracic echo was performed and it was discovered that the patients ejection fraction was below 30% but there was no documentation of a recent baseline ejection fraction. The patient was then transferred to the intensive care unit for overnight observation. There was no indication that there was an adverse event during the procedure. The physician does not know what could have caused the event. It was reported that the patient had a localized effusion but was stable.

Manufacturer narrative:
On 1-aug-2025, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation ablation with a 8.5 fr varipulse catheter and the patient experienced heart failure that required hospitalization. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number 31624201l, and no internal actions related to the reported complaint were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade, or entanglement which may lead to valvular damage. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).